Manufacturer narrative:
Film evaluation results are: several photograph's from the site were returned for review. The proximal portion of the deployed endurant bifurcate was seen placed on a surgical table. The device appeared to have been recently removed from the patient, since fresh blood was visible. The photo's showed that the suprarenal stents and 1st covered proximal stent did not appear completely deployed. No measurement scale was seen on the photo's. The approximate od across the proximal apices of the suprarenal stents was 45% of the diameter of the fully deployed 2nd covered stent, and across the 1st covered stent measured 80% relative to the od of the 2nd covered stent. No stent graft entanglement or any other stent graft issues were seen. A significant amount of blood was observed on the stent graft and suprarenal stents, and a 'web-like' looking material was also seen strung across several of the mid-struts of the suprarenal stents. This web-like material is unknown, and the cause of the of the incomplete deployment cannot be determined from the information provided.

Event description:
An endurant iis stent graft was inserted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. Balloon angioplasty was performed in stenotic vessel areas before the implant procedure. The physician gently introduced the delivery system but was not able to pass the narrowed site. The delivery system was removed from the patient. The decision was made to leave the patient untreated. The physician demonstrated deployment of the stent graft outside the patient to other physicians. The supra renal stents and the first m-shape stent did not expand completely. The patient has not, and will not receive treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the event could not be confirmed as the stent graft was fully expanded when returned for analysis. The root cause of the event could not be determined; however, when the stent graft is deployed at room temperature, the graft will not fully expand right away.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.